Event description:
Reporter indicated that patient developed a fluid-filled cyst/seroma in the skin over the generator site. The generator was explanted and replaced with a new generator to preclude an infection from developing. The reporter has stated the patient is doing well and back at the group home. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.

Manufacturer narrative:
H.6: vns therapy system labeling lists seromas as a potential adverse event, possible related to surgery or stimulation.